Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. Based on the data provided and the investigation performed, it is likely that the positive results generated were a result of sample specific conditions such as samples at the lod (limit of detection) of the test and/or contamination, which occurred somewhere along the workflow such as when pipetting to the secondary tube. (B)(4).

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for sars-cov-2 when testing samples with the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. No harm was alleged. The customer reported that 34 patient samples generated discrepant results between initial and repeat tests. Initially, the samples generated positive results for sars-cov-2. When repeat tested, using the same samples, negative results for sars-cov-2 were generated. The customer retested the positive samples because this is a routinely tested patient population that typically tests negative. The negative results were reported. A batch MDR is being submitted to represent all 34 samples using lot h07603 as these samples were included in the same runs/batches on different instruments. This will represent one event on a single device as per FDA guidance.